Event description:
Event description boston scientific received information that this device was previously nearing elective replacement indicator and then at the current check was displaying eginning of life. The device has been implanted for 6 years, and is included in the hermetic seal advisory. The daily measurements were also missing. The atrial fibrillation delay was on with a long av delay of 260 ms with max tracking rate of 120 bpm. The device was explanted and the ventricular lead(4054) was torn when removed from the device header and was surgically abandoned. A new lead was implanted.